Event description:
A family member stated that the keypad buttons became completely unresponsive for a short period of time on two separate occasions in the past week. He stated that the patient tapped the pump against his hand and the buttons became normally responsive again. The family member denied tearing or peeling of the keypad. He stated that the patient wears the pump in his pocket and does not clean the pump.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: all buttons were found to respond to presses appropriately. The keypad was removed and no damage was found to the button contacts.

Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.